Manufacturer narrative:
Correction: upon further review it was determined that the annex e/f codes required update. Annex e/f 1 captures the inconclusive needlestick injury that was initially reported and in follow up indicated unknown if it occurred. Annex e/f 2 captures the reported blown vein reported related to the patient outcome.

Event description:
No additional information.

Event description:
Customer response on mar-30: can you please provide an exact date of event? (B)(6) 2026. What was the impact to the patient? IV/vein blew resulting in a missed IV attempt. The catheter tip is intact when withdrawn. The IV was preserved for evidence and given to chief nurse acute care.

Event description:
No new information

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of a damaged catheter was confirmed; however, the root cause could not be determined from the three photographs that were provided for investigation. The photos showed material consistent with an insyte autoguard device. The needle was protruding through the catheter tubing, which may have affected the reported inability to retract the needle. This type of damage can occur from reinserting the needle into the catheter during the placement procedure. Without the physical sample, the root cause of the reported event could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
We have received reports in regard to the bd insyte autoguard needles not retracting. The FDA issued a recall, and we have identified an impacted ref # that was not included in the recall. Various reports that the needle did not retract fully and health providers were struck. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.